Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was attempted at implant. When the device was connected to another manufacturer's leads, high out of range pacing impedance measurements were observed. The setscrews were examined and confirmed to be tight on the terminal pins. Additionally, the electrograms (egm) were completely disassociated with the patient's rhythm. The leads were tested via a pacing system analyzer (psa) and measurements were acceptable. This device was not used and a new device was implanted with acceptable measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.